Manufacturer narrative:
The reagent lot number is 871060. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and replaced the main water pump. He verified the analyzer's performance with mechanical and instrument checks. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys ferritin result from one patient sample tested on the cobas e 801 analytical unit. The initial result was 28.7 ng/ml. The repeat result was 45.4 ng/ml.